Event description:
It was reported that the patient received appropriate therapy for a ventricular high rate episode and during the treated episode atrial undersensing was noted. The atrial lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6949 implantable tachy lead, implanted: (B)(6) 2007; d154awg implantable cardioverter defibrillator, implanted: (B)(6) 2007. (B)(4).